Event description:
It was reported that the right ventricle lead exhibited over-sensing noise resulting in inappropriate device charging to provide therapy. The right ventricle lead was capped and replaced on (B)(6) 2021. No patient consequences.